Manufacturer narrative:
(B)(4). Investigation eval: no product or images were returned to assist in the investigation at this time. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, f/u guidelines. Evar performed on (B)(6) 2011. Final angio revealed type ii and type IV endoleaks were confirmed. The physician decided to take a wait-and-see approach. The pt expired approx 7 hrs after repair and toe amputation. The pt had multiple co-morbidities. By report, the possible causes of death were acute chronic renal failure exacerbated by massive transfusion due to hemorrhage, electrolyte abnormality, cardiac infarct, and apoplexia cerebri. The pt was medically fragile and was likely unable to tolerate evar and the subsequent surgery. There are likely multiple contributing factors. Excessive anticoagulation during the case may have contributed to the reported endoleak. It is reasonable to suggest that a type IV endoleak will resolve spontaneously, especially after heparin neutralization, based on previous complaints and clinical review. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera) and the risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.

Event description:
Sometime after (B)(6) of 2011, a pt with diabetes (taking insulin), pancreatic cancer surgery(stage ivb), chemo treatment, ppci, chronic renal failure (around cr3), blue toe syndrome and aaa became hospitalized due to strong pain in toe. He underwent amputation of toe following aaa repair on (B)(6) 2011 under general anesthesia. The pt's anatomical form was suitable for endovascular repair. Coil embolization of the left internal iliac artery was performed first. Leakage from the captor rotator of the mainbody delivery system was observed when flushing at the preparation, but the physician used the device for the procedure. During procedure, blood leaked from the rotator and the gap of the gray cap. (1820334-2011-00422) after placement of a mainbody and two iliac leg grafts, type ii and type IV endoleaks were confirmed. However, the physician decided to take and wait and see approach and complete the evar. Then, after he confirmed that the blood leakage was stopped and blood flow to the lower legs, performed amputation of the third left toe and completed whole procedure. At 18:00, the pt was taken to the ward. Vital activity was stable although he complained of lower back pain and abdominal pain. Observations during the procedure: the whole procedure took for 200 mins. Total of 1300cc of blood leaked and 1120cc was transfused. Used contrast media was 165cc. Blood pressure was stayed at around 80-100. The pt developed acidosis later in the procedure. Administered meylon. Amount of urine was 100cc. Administered 2aiv lasix (furosemide) right after completing the procedure. At 21:30, minor bulging in the femoral was confirmed. Applying pressure was started. Two cc of protamine was administered because act was 151. Nifedipine was administered because blood pressure was 170 level. At 23:30, became unable to measure blood pressure. Hr: 90 level, spo2: 96%. At 23:50, hr: 40 level. Unable to measure spo2. Had pea. Started intubation and cardiac compression. On (B)(6) 2011 at 00:09, the pt was taken to ccu. Pcps, transfusion and defibrillation for vf were performed. At 00:18, blood gas ph: 6.91, be: -22.7, hb: 9.8, k: 6.0. At 01:45, the pt was deceased. The physician stated: bleeding or aneurysm rupture was unlikely. Possible causes of death were acute chronic renal failure exacerbation by massive transfusion due to hemorrhage, electrolyte abnormality, cardiac infarct, apoplexia cerebri and etc. Better fluid control might have helped the situation after the procedure. An autopsy was not conducted.